Event description:
Intra aortic balloon rupture, balloon appeared to be not properly inflating, confirmed by fluoro. Md tried to advance, couldn't, then tried to remove for replacement with another catheter. When removed, blood was apparent in lumen of catheter.